Manufacturer narrative:
It was reported by the customer contact that the foley catheter was "leaking by the balloon". Due to this, a new foley was placed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Foley catheter leaking.